Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, failed functional tests and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a large stone was found and planned to be fragmented using the lithotripsy basket. When trying to fragment the stone, the handwheel on the handle of the single use mechanical lithotripter slipped during 3 attempts and the device broke. A different handle was used, however when trying to crush the stone with the handle, the wires broke about 10cm below the handle. The wires were shortened to the same length to start a new attempt but were then not long enough to be fed out the other end of the tube. The patient was ventilated and transferred to the intensive care unit. The patient was later transferred to another hospital and underwent cholangioscopy with an electro-hydraulic probe to ¿retrieve everything¿. Additional information was received from the customer and clarified the patient was transferred to intensive care because ¿the stone could not be crushed and due to the failed procedure the bml-v242qr-30 is stuck in the patient¿. The cholangioscopy was successfully performed and after the stone was fragmented the basket could be removed completely. It was reported any stones remaining in the duct would be removed in an elective ercp, but it was not clear if any further treatment would be needed. The customer reported the patient was not injured by the malfunctioning lithotripter, and to their knowledge the patient was discharged from the hospital normally after the cholangioscopy.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.